Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, obesity, acoustic neuroma, breast cancer, endoscopy upper gastrointestinal tract, tubal ligation and acute kidney injury. Concurrent conditions included blurred vision, chest pain, shortness of breath, numbness in leg, numbness of upper extremities, anxiety, ringing in ears, hypokalemia, venous thromboembolism prophylaxis, acoustic schwannoma, nausea, bacterial vaginosis, depression, dizziness, vertigo, gastrooesophageal reflux disease, dysphagia, gallstones, esophagogastroduodenoscopy, dysmenorrhea, dehydration, vaginal cellulitis and endometriosis. Concomitant products included amlodipine, escitalopram oxalate (lexapro), hydrochlorothiazide;losartan potassium (losartan hydrochlorothiazide teva), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, metronidazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and pantoprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (robotic-laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on (B)(6) 2018: findings: there are no filling defects to suggest pulmonary embolus. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: squamous and endocervical mucosa with no histopathologic abnormality; endometrium: proliferative pattern, no hyperplasia or carcinoma; myometrium: no histopathologic abnormality; serosa: no histopathologic abnormality. Right fallopian tube: paratubal cyst; hemosiderin laden macrophages suggestive of prior hemorrhage; focal granulomatous inflammation. Left fallopian tube: paratubal cyst; hemosiderin laden macrophages suggestive of prior hemorrhage; focal granulomatous inflammation. Ultrasound abdomen - on (B)(6) 2018: impression: hepatic echo texture is consistent with fatty infiltration or fibrosis. A gallstone is noted without evidence of acute cholecystitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs & medical record received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs, new events- abnormal bleeding (vaginal, menorrhagia), migraines / headaches were added. Severity of event abdominal pain, pelvic pain, back pain, leg pain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.